Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received low battery alerts after only a few hours. It was reported that the pump would turn off. It was reported that the pump also had no radio frequency alert. The customer's blood glucose level was reported to be 133.2mg/dl. It was reported that the customer was advised the pump would have to be replaced.